Manufacturer narrative:
Samples were requested for further investigation but were not available. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable reactive elecsys toxo igg immunoassay results for 16 patient samples from cobas e 801 analytical unit serial number (B)(4) compared to result from a vidas and an architect analyzer. It was requested but was unknown if any questionable result was reported outside of the laboratory.